Manufacturer narrative:
This case was assessed as reportable to the FDA as the event, respiratory distress (respiratory distress), was deemed to meet serious injury criteria of hospitalization and required intervention to prevent permanent damage. The device history record could not be reviewed as the lot number was not reported.

Event description:
This spontaneous report was received from a us physician and concerns a male patient. He was injected with prolaryn gel on an unknown date, he initially had a good response. Batch number was reported as unknown. After the prolaryn gel injection, the patient experienced a respiratory distress. He was treated with outpatient steroids and then admitted to the hospital, where he was intubated. He improved and was sent home on steroids, but at the time of this report, the event worsened. Due to the provided information, the outcome of the event was considered as not resolved.